Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 576 mg/dl. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized of 575 mg/dl. Prior to being transported to the hospital, a bolus was delivered and while hospitalized, bg was treated with intravenous fluids of insulin and saline. System check with tandem technical support confirmed the pump was functioning as intended. Multiple follow up attempts were made to obtain additional information including the hospital release date, however, a response from the customer was not received.